Event description:
It was reported that the physician's tablet wouldn't power on. It was mentioned that the tablet was charged all afternoon to verify it was not a charging issue. The tablet still did not start even after charging. It was later reported that the medial professional initially observed this issue on (B)(6) 2015. Tc attempted to turn on the device after charging it and it turned on. It was noted that the device took a while to charge and to turn on. The device was tested again at a later date but did not turn on. It was unclear if this issue is due to device not being charged or if the device is not holding charge. Therefore the device was to be returned to the manufacturer but it has not been received to date.

Event description:
An analysis was performed on the returned tablet and the reported allegation of device not turning on was not verified. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
The suspect device was received on 09/01/2015. Analysis is underway but has not been completed to date.